Manufacturer narrative:
This is the final supplemental report. The complaint is closed.

Event description:
After the implantation done in 2021, in (B)(6) 2024, the patience complained of pain and after the x-ray check it was found the tibial screw of insert is broken. [Customer].

Event description:
After the implantation done in 2021, in (B)(6) 2024, the patience complained of pain and after the x-ray check it was found the tibial screw of insert is broken. [Customer].